Event description:
It was reported by service report that the patient side rail would not latch in the raised position and there was a broken litter weld with sharp edges exposed. The customer could not determine whether there was patient involvement; however, no adverse consequences are reported.